Event description:
Patient reported that they were injected with 0.7 cc of juvéderm volbella® xc into the vermillion lips / vertical lip lines. Healthcare professional reported that patient experienced a ¿delayed onset nodules¿ at ¿lips/lip lines/under eyes" nine months after injection. Diagnostic tests of gbc, cmp, dna (ds) antibody, rnp anti, sm anti, ana w/ reflex¿ performed with results noting "indicative of autoimmune disease; i.e. Sle/rheumatoid," deemed not related to the device. Patient was treated with hyaluronidase (intradermal) four times since onset of event. Symptoms have not been resolved.

Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of ¿indicative of autoimmune disease i.e. Sle/rheumatoid," deemed not device related is considered an unexpected adverse drug experience.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported that they were injected with 0.7 cc of juvéderm volbella® xc into the vermillion lips / vertical lip lines. Healthcare professional reported that patient experienced a ¿delayed onset nodules¿ at ¿lips/lip lines/under eyes" nine months after injection. Diagnostic tests of gbc, cmp, dna (ds) antibody, rnp anti, sm anti, ana w/ reflex¿ performed with results noting "indicative of autoimmune disease; i.e. Sle/rheumatoid," deemed not related to the device. Patient was treated with hyaluronidase (intradermal) four times since onset of event. Symptoms have not been resolved.